Manufacturer narrative:
Hardware low level failure alert alarm (variable info=3) confirmed in the pump history due to open trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failure. The customer's blood glucose value was 370 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.